Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal not reliable alarm. The placement signal appeared intermittently. Proper positioning of the pump was confirmed using an echocardiogram and no tubing kinks were found. No patient harm was reported.

Manufacturer narrative:
B3, date of event, has been updated to jan 5 2026. Additional patient information received from the reporter states the patient experienced a short run of ventricular tachycardia that resolved without intervention. H6 codes have been updated to reflect this information.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Tachycardia: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Placement signal issue: the cause of the placement signal issue was not established as no definitive pump failure pattern was observed and no product was returned for analysis.